Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: ftl, ftm. Not implanted or explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the manufacturing location is (B)(4). Legal manufacturer: (B)(4), manufacturing date: 19.dec.2014, expiry date: oct. 2019. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: discovery of the bent device was made on june 1, 2015, but it is unknown when it came to be deformed/misshapen. Product investigation summary: a synpor / titanium orbital floor mesh plate was received in (B)(4) broken pieces. The plate is strongly bent in different directions. There were only a few scratches detected. The device history record was researched with no abnormal findings identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. Unfortunately, the exact cause which has led to this occurrence cannot be determined; also, it is unknown if the plate was already broken when opened. It is likely that the implant was bent in different directions or that too much mechanical force had been applied prior to use. Please be aware that this is very delicate plate, which requires extra caution during use. No product fault could be verified. (Expiry date): october, 2019. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that this mesh plate broke into pieces when it was bent by hand one time. The plate was already bent when it was removed from the box. There was no patient involved. This report is 1 of 1 for (B)(4).